Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due corroded keypad traces.

Event description:
The customer reported via phone call that the up arrow was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the up arrow was still unresponsive after battery change. The insulin pump was returned for analysis.